Event description:
It was reported that after the pump was refilled and the needle removed, "it was like a geyser of fluid coming out" with an estimate of 15 cc fluid loss. The pump contained compounded baclofen 0.628mg/ml. The patient did not have any symptoms either during or after this refill. The patient returned after one week per instructions and 15cc fluid was withdrawn from the pump. They then did another refill with 35cc per which was her usual refill amount without complications. No device troubleshooting was done.